Event description:
Plaintiff alleges the development of latex allergy after her exposure to latex gloves. She alleges sustaining numerous injuries, including but not limited to, the following: respiratory problems, including anaphylactic reactions, and related mental and emotional distress, of a permanent and continuing and life-threatening nature. Plaintiff's husband alleges loss of consortium of his wife.